Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ pst tubes there was an issue with erroneous results and clotting when using "pst" tubes. Pas post-market survey, - "unexpected and/or unexplained clinical or qc results (yes), inconsistent results between different assays or instruments with samples (yes), results that are not consistent with the patient¿s clinical condition (yes) as well as, this situation has happened with the pst tubes that contains clots/micro-clots......it's most likely due to improper collection.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ pst tubes there was an issue with erroneous results and clotting when using "pst" tubes. Pas post-market survey, "unexpected and/or unexplained clinical or qc results (yes), inconsistent results between different assays or instruments with samples (yes), results that are not consistent with the patient¿s clinical condition (yes) as well as, this situation has happened with the pst tubes that contains clots/micro-clots......it's most likely due to improper collection.